Event description:
It was reported that pump displayed malfunction alarm malf 13. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using pre-paid label within 10 days, which customer understood and acknowledged.